Manufacturer narrative:
The device currently remains implanted. This report will be updated should the device be explanted and returned.

Event description:
It was reported during ongoing use, that the clinic inherited this patient from new zealand, where the system was implanted in 2016. During a follow-up, it was noted that the longevity of the device had decreased from 4.5 years to 10 months. The patients threshold and sensing are normal therefore it isn't a high output issue that would drain the battery. The device was replaced, and will be returned for analysis. No adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported during ongoing use, that the clinic inherited this patient from new zealand, where the system was implanted in 2016. During a follow-up, it was noted that the longevity of the device had decreased from 4.5years to 10 months. The patients threshold and sensing were normal, therefore it was not impacting the battery's longevity. The device was explanted and replaced. No adverse effects were reported.